Event description:
Healthcare professional reported implant with a "hair" on it. The device was not implanted and surgery was completed with a backup device.

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified: a dark fiber observed (it can¿t be confirming the kind of fiber). Fi / DHR review of DHR for work order (B)(4) did not identify any error omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See ¿(B)(4) router¿ attached. Ncmr number (B)(4) was referenced in DHR record for lot 3264575; however, this ncmr is related to label printing in the secondary packaging process and has no relation with the reported event. The DHR assembly report from sap was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See ¿(B)(4) report¿ attached. Review of work order (B)(4) and the event " hair/fiber on implant for gel breast implant " did not identify any ncs or CAPA associated with this information.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant with a "hair" on it.

Event description:
Healthcare professional reported implant with a "hair" on it. The device was not implanted and surgery was completed with a backup device.